Event description:
Event: pt converted to open repair after external iliac access artery tore. Event narrative: pt had heavily diseased access vessels. The vessels were ballooned and dilated prior to introduction of the device. The device was inserted without the use of an introducer sheath. After introduction of the device the pt's blood pressure dropped suddenly. It was then noted on angiogram that the left external iliac access artery had a longitudinal tear in it. The pt was converted to open repair.